Manufacturer narrative:
This primary surgery for this patient implanted a device cleared for compassionate use- tin-coated glenosphere (request (B)(4)). The glenosphere performance remains unchanged throughout the revision and subsequent follow up visits.

Event description:
Revision surgery occurred (B)(6) 2019 due to dislocation approximately 2 weeks after the primary surgery. During revision, surgeon performed poly swap, explanting the 135/145 36/+9 standard humeral cup and replacing it with both a 36/+6 standard humeral cup and a 135/145 reversed adapter for an extra +9mm (total spacing of +15mm).